Event description:
I used amo complete contact lens solution and johnson and johnson acuvue 2 contact lenses and contracted acanthamoeba keratitis in november 2005. In spite of medications and four surgeries in five weeks, I lost my eye to the disease. I strongly believe the solution is ineffective because 8 out of 17 or 59% of acanthamoeba victims that I know of in our maad group -see prevent blindness america's web forum- have used complete solution. That is more than a coincidence. It is alarming. I have worn contact lenses -hard, gas permeable, toric and soft- for 48 years. No doctor, lens dispenser, or solution manufacturer has ever warned me about water related risks. In fact, with hard lenses one would not put solution on them and rinse them with water, so why would I think water was harmful? I did not wear them swimming, I never go in hot tubes, and I didn't sleep in them. I did shower with them in twice with my eyes closed, because no one ever told me not to.